Event description:
Battery pack overheated, producing chemical odor. Fire response was contained to an equipment room and acute care unit. Alarms were going off for about 45 minutes on several floors.